Event description:
Three samples with discrepant urine bun results. Initial results reported, no adverse events reported in associated with the incorrect results. Repeat results occurred on both the original analyzer and a different analyzer (same methodology). In 2008, sample 1 initial result 369 mg/dl, repeated 424, 377, and 410 mg/dl. Sample 2 initial result 516 mg/dl, repeated 591, 491 and 576 mg/dl. Sample 3 initial result 603 mg/dl, repeated 691, 604 and 675 mg/dl. On nine days laterf, sample 1 initial result 357.0 mg/dl, repeated 424.5, 368.9 and 412.6 mg/dl. Sample 2 initial result 499.5 mg/dl, repeated 571.7, 486.4 and 585.6 mg/dl. Sample 3 initial result 579.7 mg/dl, repeated 661.5, 563.3 and 674.1 mg/dl. The field rep found the cause of the discrepancy to be dirty sample and reagent probes which were cleaned. Performance tests were performed and within spec.